Event description:
It was reported by customer that while using bd vacutainer® k2e 3.6mg plus blood collection tubes, one (1) tube due to insufficient negative pressure was underfilled. A new blood collection tube was replaced to complete blood draw from the patient. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.